Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose level was 49 mg/dl, 454 mg/dl, 300 mg/dl, 259 mg/dl and 645 mg/dl. The customer was treated with juice and carbohydrates. The customer declined troubleshooting for high blood glucose. The customer was advised to change the reservoir. The customer insulin pump will not be returned for analysis.